Event description:
It was reported that during a video assisted thoracoscopy procedure, on the first firing of the device the staples were complete. The device completed the cycle. The jaws of the device would not open. The case was completed with another device of the same product code. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.